Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not advance. The surgeon applied another device without pt injury.

Manufacturer narrative:
8/14/97 - supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.